Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to disconnect from the insulin pump and check the infusion set of the insulin pump. The customer refused to proceed with troubleshooting and believed that the infusion set was inserted correctly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.